Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 390 mg/dl. The customer stated that he had an infection and was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history and found multiple no delivery alarms. The insulin pump passed the prime and high pressure tests. Nothing further was reported.